Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high impedance. Multiple positions were attempted but the same issue resulted. The lead was not implanted and replaced. The patient was in stable condition.